Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that on a case on tuesday (B)(6) the surgeon stated when the navlock was not directly facing the camera rather it looked like he's not in the vertebral body anymore even though he's touching the anatomy. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.